Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. The noise did not result in pacing inhibition, and the patient was not rv pacemaker dependent. The lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.